Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right atrial (ra) lead exhibited over-sensed noise causing inappropriate automated mode switch (ams) episodes. No intervention was reported. The patient was in stable condition.